Manufacturer narrative:
P-cap / reservoir locks properly into place. Blank display due to moisture damage on electronic assembly and battery tube. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked battery tube threads and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insulin pump was exposed to water during swimming. No harm requiring medical intervention was reported. The device will be returned for analysis.